Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device won't turn on / off. No patient involvement.

Event description:
The customer reported that the device won't turn on / off. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Review of the device history record for (B)(6) was performed from date of manufacture 19apr2019 to present date 14jan2021 and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
G4 updated to reflect investigation, results still pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device won't turn on / off. No patient involvement.